Event description:
Related to MFR report #2183959-2012-02780, 2183959-2012-02782. It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee on (B)(6) 2005. It was alleged the plaintiff suffered from pain, disability, and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.